Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation selection a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation site: cq zuchwil. Selected flow: damaged. Reviewed attached picture, the complaint description can be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Hence, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.,investigation selection investigation site: cq zuchwil . Selected flow: damaged. Visual inspection: the angled stardrive screwdriver t8 with sleeve/self- retaining (part # 03.617.900.001, lot l600029) was received at cq EU with the distal tip of the screwdriver broken off. The corners of the broken off screwdriver tip are rounded and worn. Otherwise, the rest of the instrument is in good condition. Dimensional inspection: dimensional analysis was not performed as relevant features are significantly deformed due to post-manufacturing damage. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot l600029 was manufactured in october 2017 and all parts were according to our specifications. Failure in material or production could not be detected. Summary: the complaint condition is confirmed as the stardrive screwdriver t8 (part # 03.617.900.001, lot # unknown) was received with the distal tip of the screwdriver broken. There is no indication that a design or manufacturing issue contributed to the complaint. Unfortunately, we only have limited information in the complaint description and cannot determine how the breakage occurred. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: d10: complainant part returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: product was not returned. Reviewing attached picture, the complaint description can be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Hence, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 03.617.900 lot: l600029 manufacturing site: hägendorf. Release to warehouse date: 30.october 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: complaint reopened to add additional images of the returned device's fracture surface. Images were requested by bq. Product was not returned. Reviewing attached picture, the complaint description can be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Hence, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.,investigation selection investigation site: (B)(4). Selected flow: damaged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code: ove. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: device breakage. It was reported that during the acdf surgery, when drive the screw, the device was broken as the photo shows. All the pieces would be returned. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Concomitant device reported: unk - screws: spine-us (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).